Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure owing refractive surprise. A new lens was implanted in the eye. No further information has been provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The lens was received for visual examination. The lens was also inspected at (B)(4) microscope magnification. One scratch was detected at the lens edge. Small residue of viscoelastic (ovd) observed on the leading haptic and lens edge. Also, loose particles were observed on the lens optic body compatible with handling the lens out of the sterile environment. The sample was observed with the characteristic acrylic 3-piece lens. Diopter measurement was performed by a certified operator according to the optical specifications. Lens passed the optical properties. No deviation was detected in the complaint lens. The diopter result was 23.5 as reported in the initial report. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Date of birth: unknown. Explant of an intraocular lens. Refractive surprise. Placeholder.